Manufacturer narrative:
(B)(4). Date sent 12/2/2025 d4 batch # a97u1p investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage. Two (2) malformed clips were returned inside a plastic bag. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired, and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and twelve (12) clips were found inside clip track. However, it is known from the history of the device that bent advancer condition may lead to malformed clips. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch a97u1p number, and no non-conformances were identified.

Event description:
It was reported that during a lap colon procedure the jaws were floating from the beginning, and when the device was fired outside the patient without a tissue present, the clips were formed in a teardrop shape (the inside was floating) and were unformed for 4 to 5 clips in a row, so it was handled opening a new one. The surgery was completed without any problems. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.